Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review captured pulsatility index (pi) events and a controller clock corrupt that was resolved on (B)(6) 2022.

Manufacturer narrative:
This event was determined to be a duplicate. The investigation findings will be reported under manufacturer's report # 2916596-2022-10767.